Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site which had a small hematoma. The physician stated they felt the closure device would help stop the bleeding; reportedly it did. The pt was discharged. The pt presented to the ER 10 days later and was diagnosed with an infection at the arteriotomy site; the pt underwent a surgical procedure. The pt was reportedly recovering. The sjm sales rep instructed the physician not to place an angio-seal device in a pt with an existing hematoma.